Event description:
It was reported that iab was inserted via femoral artery. Iab was prepped per procedure. Balloon wrap appeared loose but insertion was continued. Some resistance was felt as iab passed through sheath. Iab was positioned and pumping began. Minutes later, iabp experienced helium loss alarms. Tubing inspected and no blood found. All connections were tightened. Alarms continued. Driveline tubing, helium tank, and eventually pump exchanged but alarms continued. Iab was exchanged and alarms stopped. No reported pt complications.